Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Investigation is complete. This is an initial final report submission. Product review of the device by flextronics on 24 april 2020 revealed the device was out of calibration, the swivel was loose, the control bar position was incorrect, the needle bearing and external e-rings were corroded, and the motor was running below specified rpm. The width plates and screwdriver passed visual inspection. The sterilization tray was damaged. Repair of the device was performed by flextronics on (B)(6) 2020 which included replacement of the motor, motor sleeve, reciprocating arm, external e-rings, swivel, hinge, and needle bearing. The device was re-calibrated. The sterilization tray was not repaired. The device, serial number (B)(4), was then tested and functioned properly. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. Device is used for treatment. A definitive root cause cannot be determined. The event could be confirmed.

Event description:
It was reported that the device is in need of maintenance. It was unknown as to why the dermatome did not work. There was no visible damage to the device. There was no patient involvement. At evaluation investigation, the device was found to have motor speed below specifications. No additional event information available.